Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
It was reported that patient with lumbar spinal canal stenosis underwent oblique lumbar interbody fusion with percutaneous pedicle screw fixation at l3-5. Intra-op, a set screw slipped at left side of l4 (rotated idly) during final tightening and a surgeon could not break off it. Even by using counter torque instead of screw driver, the set screw was rotated idly again. It was assumed the possibily that the set screw stripped and new one was used instead but same event occurred. No health damage in the patient was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.